Manufacturer narrative:
Medical device expiration date: unknown. Results: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7205912. Customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 7205912. Customer states that the needle was through the shield. The returned syringe was examined and exhibited the cannula through the shield. Level a event no DHR or qn review is required. Bd was able to duplicate or confirm the customer¿s indicated failure possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line.

Event description:
It was reported the needle was through the sheild on a bd insulin syringe with bd ultra-fine¿ needle. No report of medical interventions or serious inury.